Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received."

Event description:
It was reported to vyaire medical that the vela ventilator was alarming xdcr (transducer) fault. There is no information on patient involvement associated with the reported event at this time.